Event description:
It was reported that during an ablation procedure one faradrive steerable sheath was selected for being used, however, air bubbles were entering the sheath when prepping the sheath with the farawave inside of it. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.